Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse determined that the t-valve was malfunctioning. The fse replaced the t-valve which resolved the issue. The system functioned properly without any issues. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that multiple chemistries had recovered out of ranges on the qc (quality control) level 3 involving the unicel dxc 600 synchron system. Additionally, there was a leak which came from the cc (cartridge chemistry) sample probe. The operator wore personal protective equipment. There was no report of operator injury or adverse effect as a result of this event. The customer reran patient samples, and there were not any erroneous patient results identified.